Event description:
Procedure: hernia repair. According to the reporter: the pt developed an infection on (B)(6) 2014 and was noted to be resolved on (B)(6) 2014. This infection was treated with antibiotics - augmentin. According to the principal investigator, there is a definite relationship. This was a superficial infection - started on (B)(6) 2014 because wound was red and some production. No cultures were done as it was not indicated - ended (B)(6) 2014 because redness was disappeared and ther were no complaints - normal follow-up (B)(6) 2014 no complaints, no abnormalities with clinical examination. So relationship with the operation, otherwise pt couldn't have wound infection. No, it is not an infected.

Manufacturer narrative:
(B)(4).